Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer was unable to clear the alarm. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 100-184 mg/dl range.